Manufacturer narrative:
The reported field event of multiple episodes of noise was not confirmed. Stored egms were reviewed and it was determined that noise of this type was typically associated with lead insulation abrasion. It was not caused by a device issue. The connection problem loose or intermittent connection were not observed in the lab. Interrogation of the device revealed the device was above eri when received. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock and patient notifier were tested on the bench. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02661. It was reported that the patient presented remotely with ventricular lead noise. The patient was brought in for surgery to identify the source of the noise on (B)(6) 2019. Upon opening the pocket, it was discovered that the set screw of the patient's implantable cardioverter defibrillator had come loose, which affected the lead's connection to the header. The ICD was replaced and the lead remained implanted. The patient was stable.